Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic stuck to the optic. While disengaging the haptic from the optic, an anterior chamber tear occurred. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 12/13/2007 by mail and fax. A completed questionnaire has not been returned.